Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the blue connector was loose. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of an eva (ethylene vinyl acetate) bag was loose which resulted in a leak. The leak was observed before patient use. The bag was filled with an unspecified cytotoxic drug. There was no patient involvement. No additional information is available.